Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose rose above 13.9 mmol/l (250 mg/dl) while wearing the pod between 49 and 71 hours. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. The patient reportedly had high ketones (no values provided). The patient attended the emergency room however they replaced the pod by themselves as treatment whilst in the waiting room, this brought down the patient¿s ketones. The patient then left before receiving any diagnosis or treatment administered by a healthcare professional.